Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device had clock settings with more than 24 hours in a day and the cardiac compass had one day of invalid data. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.